Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Also the criteria for right ventricular lead integrity alert were met. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered for sensing integrity counter (sic) and high rate non-sustained episodes. There was evidence of non-physiologic noise. Follow up with the company representative indicated the lead eventually fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.